Manufacturer narrative:
The investigation for the reported limb ischemia and the thrombus has been completed. No product was returned for investigation. The root cause of the thrombus was most likely patient condition related. The root cause of the limb ischemia could not be determined without additional clinical details. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ d4-corrected model number. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed to support a patient found down/unresponsive in the field and sent to the hospital with ems and CPR. The patient had the cp placed and had run for a support of 69hours. The pump was removed and found to have adhered to clot burden. During the support there were signs of limb ischemia and hemolysis, but no treatment was given.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿